Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 years post-implant, it was reported that the patient's system controller was exchanged due to a broken clip and after the exchange the patient experienced "a couple of unexplained beeps." The patient was not symptomatic during the events. Upon reviewing the patient's alarm history, the patient had two events of low speed operation and the pump power had increased to greater than 11 watts. The event history indicated that there was an interruption in power evidenced by a clock reset and a pump speed of 0 rpms. The patient was returned to the original system controller and will be monitored.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure which confirmed all visual and audible alarms activated when induced. The patient¿s event history that was retrieved from the returned system controller confirmed the reported events of low speed operation and an increase in pump power.based on the manufacturer¿s previous complaint experience, reductions in pump speed with corresponding elevations in pump power and pi can be an indication of a potential percutaneous lead issue; however the analysis could not conclusively determine the specific cause of the reported event. The patient remains ongoing on lvad support. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.